Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the lead safety switch (lss) had been triggered for this system due to an out of range pacing impedance measurement greater than 2000 ohms on the atrial channel. Varying measurements were observed for a month in a half prior to the lss. A boston scientific technical services consultant stated further testing should be performed due to length of time the associated atrial lead has been implanted. Efforts to obtain additional details were unsuccessful. No adverse patient effects were reported.